Manufacturer narrative:
Olympus (B)(4) followed up the facility to obtain additional information and oas was informed that the subject device culture tested negative in the third microbiological testing by the third party laboratory. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history for the subject device and confirmed that there was no irregularity found.the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for more than 100cfu of enterobacter cloacae during a monthly routine inspection. After receiving the positive culture, the subject device was manually cleaned including use of an olympus brush (maj-1888), and reprocessed twice in a non-olympus automated endoscope reprocessor (aer) afterwards the device culture tested positive for neisseria species, coagulase negative staphylococcus, corynebacterium species and viridians streptococcus. Subject device was sent to a third party laboratory for third microbiological testing. There was no infection report associated with this report.